Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A manufacturing related issue was not identified. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 27 mm valve had presented with a large pvl after an implant duration of 1 (one) month. As reported, there was no indication of a pvl at the time of implant. The device was explanted and replaced with a 27 mm valve with no reported complications.

Manufacturer narrative:
Paravalvular leak in valves may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. The frame was observed to be distorted around leaflet 2 and commissure 2. Minimal host tissue was observed on frame at the inflow and outflow aspect. Leaflet 1 had a non-transmural damage which measured approximately 2mm in diameter. The damage was beveled at the outflow aspect and had similar characteristics to those caused by suture tail abrasion. Sutures did not remain attached to the sewing ring, however the leaflet damage aligned with black stitch marking. Suture holes were visible near the black stitch marking near leaflets 1 and 2. The sewing ring was cut next to the black stitch marking near leaflet 3.